Event description:
Healthcare professional reported, through practice development manager, that a patient received coolsculpting treatment, with an unknown applicator and experienced paradoxical hyperplasia after treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: a2, a3, a4, a5, a6, b5, d1, d4, and h6.

Event description:
Healthcare professional reported, through a practice development manager, that a patient received coolsculpting treatment over the abdomen on (B)(6) 2025 with the cooladvantage and coolcore applicators, and experienced paradoxical hyperplasia.